Manufacturer narrative:
The reported issue of ¿discomfort at the ipg site¿ was not confirmed. Based on the event details, the issue was related to the patient losing weight and the ipg becoming superficial. The returned ipg displayed normal device characteristics.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site. The patient has recently lost weight. The patient underwent surgical intervention where her ipg was replaced with a different model.